Event description:
It was reported the system displayed an error message and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.